Event description:
A review of service data detected a reportable event. During servicing of a battery pack, which was returned for routine maintenance, it was discovered that the battery pack had a damaged connector. The last patient to use this battery pack did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of the battery pack has been completed. The battery pack had a damaged battery connector. The root cause of the damage cannot be positively identified, but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack.